Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks. Interrogation of the device indicates that a possible device malfunction had occurred, as the physician could only reset and change the tachy mode of the device. Due to the fault, a guidant technical services consultant recommended explant and replacement of the device. No additional symptoms or complications associated with this incident have been reported.